Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that the "baffles" of the pump stopped working; the pump wasn't working. The pt had had morphine in the pump; it was switched to dilaudid. It was stated that "maybe the morphine did work; it was the pump that just wasn't working." Additional information has been requested; a f/u report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
It was reported that during an unknown procedure, the device did not work properly. The surgeon indicated when the device was inside the patient and he fired the device, it did not apply clips. The surgeon pulled the device out of the patient and tried to fire the trigger outside and this time the device worked as intended and applied the clips. There were no adverse consequences to the patient.